Event description:
The customer obtained a non-reproducible lower than expected vitros amon quality control result on a vitros 4600 chemistry system. Control level ii vitros amon result = 131.6 micromole vs. Expected 190.0 micromole. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros amon quality control result was obtained on a vitros 4600 chemistry system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of maintenance activities acceptable vitros amon performance was observed. The assignable cause of this event is instrument related.